Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 600 times. The following information was provided by the initial reporter. The customer stated: "tubes are not filling completely. Six hundred tubes were used and all of them have presented the same issue."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 600 times. The following information was provided by the initial reporter. The customer stated: "tubes are not filling completely. Six hundred tubes were used and all of them have presented the same issue."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-03-17. H6: investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.